Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appears to show the device deformity (cobra head). However, it could not be confirmed as there was no cobra head deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no any anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 7f delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer septal occluder was chosen to implant on a patient within a 12.6mm atrial septal defect (asd) using a 7f amplatzer trevisio intravascular delivery system. During deployment in the left atrium, it was reported the device did not deploy correctly and had a cobra deformation. The physician recaptured the device and tried again twice, but the same issue was presented. The deformed device was never released from the delivery cable while inside the patient. The device was removed and then compressed but the issue persisted. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 16mm amplatzer septal occluder was chosen and completed the procedure with same delivery system without any problem. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.